Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and was told that the iabp had been plugged into ac power and the led was lit but the iabp was running on batteries and discharging down. The fse arrived on site and confirmed that the iabp was properly seated into the cart but was intermittently not charging, even through it indicated ac power. The fse tried a new power management board but that did not resolve the issue. The fse ended up moving around connections on the power slot interface board and the iabp began working properly (charging batteries and running on ac power). The fse ordered a new power slot interface and returned to the site and replaced the power slot interface board. The iabp however still had the same issues. The fse replaced the bulk power supply, new power management board, and batteries, as they could no longer hold enough charge. The fse completed a full system calibration and functionality check per service manual instructions. All tests passed to factory specifications and the iabp was released for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) is not charging the batteries. No patient was involved and no adverse event has been reported.